Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vein. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.